Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. The patient subsequently presented to their clinic, where the device was explanted and replaced two days later. At this time, the reason for the alert is unknown, as no data had been received from the communicator for approximately one year due to connection issues. It was also observed that a yellow alert had been stored before for atrial intrinsic amplitude out of range. The device has not been returned for analysis. No additional adverse effects were reported.

Event description:
It was reported that the patient with this pacemaker stated that their remote communicator displayed a red call doctor icon. The patient subsequently presented to their clinic, where the device was explanted and replaced two days later. At this time, the reason for the alert is unknown, as no data had been received from the communicator for approximately one year due to connection issues. It was also observed that a yellow alert had been stored before for atrial intrinsic amplitude out of range. The device has not been returned for analysis. No additional adverse effects were reported. Additional information was received from the field. The reason for the alert observed was related to the time stated to be one year approximately were there was no communication between the device and the communicator. Subsequently, this device was then explanted for normal battery depletion (nbd).

Manufacturer narrative:
Supplemental correction report due to information received from the field stating the reason for the alert and explant as a result of normal battery depletion (nbd). If pertinent information is provided in the future, a supplemental report will be submitted.